Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator 3 (usm3). Repairs completed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm3 was analyzed and found 3 phase motor did not respond on the usm. Also a carriage calibration to be failing on the carriage degrees of freedom (dof) 9. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) to report that arm 3 keeps faulting out. Tse reviewed the logs and found repeated faults for universal surgical manipulator (usm) axis 8 fault 23062. The customer tried to power cycle several times but faulted at power up each time. Tse ask customer to power off system and try to rotate usm axis 8 but when they powered system back on fault still occurred. Tse asked customer if they could do a three arm case but they stated they need all four arms. Tse asked if they had another patient side cart (psc) that they could use and customer stated no. The procedure was aborted to another dv system with no reported injury.